Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ ii advance tube . The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description per attached email states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Irradiation dose (kgy): maximum 30.0-31.0 test interval (months): t=17."

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ ii advance tube . The following information was provided by the initial reporter, "it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals event description per attached email states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Irradiation dose (kgy): maximum 30.0-31.0 test interval (months): t=17."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
The change is as follows: date of event: (B)(6) 2019 .

Event description:
Material no: 368970 batch no: 8025616. It was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description per attached email states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Irradiation dose (kgy): maximum 30.0-31.0. Test interval (months): t=17.